Event description:
Per court document received, patient alleges she had left shoulder surgery in early 2004, and a stryker painpump was used for post operative pain. The patient now alleges she has chondrolysis, and will require future shoulder surgeries as a result.

Manufacturer narrative:
The device catalog number and lot number were not provided. The hospital and surgeon name were not provided. The device was not returned for evaluation.